Manufacturer narrative:
Date sent to the FDA: 2/10/2022. Additional b5 narrative: it was reported that the patient experienced pain, infection.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted ¿skin was already open with sinus tracts draining purulent material, with a small piece of mesh exposed. She excised this area and after lengthy dissection she was able to remove 95% of the mesh.¿ it was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.